Event description:
Reporting status: serious injury - permanent damage. Reporting rationale: stent remains in pt compressed against the vessel wall. Device issue: stent dislodgement. It was reported that during an attempt to advance a 2.5 x 12 mm rx xience v stent delivery system (sds) through a previously implanted stent in the left main, the xience v sds failed to cross to the lesion in the diagonal, which was located distal to the previously implanted stent. When the sds was pulled back, the stent met resistance with the previously deployed stent and the 2.5 x 12 mm xience v stent dislodged. The dislodged stent was seen in the left main and another xience v stent was used to compress the dislodged stent against the vessel wall. There were no additional adverse pt effects reported. No additional event or pt info is available.

Manufacturer narrative:
The inability to cross a lesion can be affected by pt's anatomical morphology, disease state, pre-dilatation strategy, product placement technique, product size selection, and accessory device support; and is typically not associated with a product deficiency. The IFU states: although the safety and effectiveness of treating more than one vessel per coronary artery with xience v stents has not been established, if this is performed, place the stent in the distal lesion before the proximal lesion in order to minimize dislodgement risk incurred by traversing through deployed stents.